Manufacturer narrative:
B3/d10: the events occurred: june 2024 ¿ august 2024. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap transfer sets leaked upon application of a minicap; this was described as ¿fluid in the minicaps leak after they are put on". This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.